Manufacturer narrative:
Continuation of medical devices: 419488 lead, implanted: (B)(6) 2008; c4tr01icd, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a device pocket infection and was septic. The patient was given antibiotics and a drain was used in the pocket. The device was removed and all leads were cut and partially explanted. No further patient complications have been reported as a result of this event.